Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the bolus button triggered the insulin pump to select the max bolus when it was only clicked once. There were also cracks to the battery compartment. No blood glucose reading was given.

Manufacturer narrative:
All of the buttons functioned properly, however moisture damage was found on the keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked case near the display window, cracked battery tube threads and cracked belt clip slot.